Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was a high threshold value on the left ventricular lead. Fluoroscopy was performed which indicated lead dislodgement. The lead was explanted and replaced. The patient is in stable condition.